Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the unit would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Device manufacture date is prior to 1999. This complaint could not be confirmed. The field service representative (fsr) investigated the issue, but could not duplicate it. Preventive maintenance was performed and the unit performed to manufacturer's specifications. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.